Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information and correction. D11 : medical record. G7 bispherical shell 54f zimmer biomet ref 110017333 lot 6115368, spacer zimmer biomet, liner, head. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the products were sterilized according to the specification. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by siris through siris outlier report 2019 (gts + g7, zimmer biomet) that patient underwent revision due to infection where all components were removed and a spacer placed. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information and correction. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10 the device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the item and lot number of the product were not communicated. 4 similar complaints have been recorded for gts stem all references regarding infection and revision within a year. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported through the siris outlier report "2019 ¿ gts+g7", that zimmer biomet uncemented stem-cup combination was used in primary total hip arthroplasty (on unknown date from 2015-2018). Subsequently, that patient underwent a revision procedure and the acetabular components and femoral components were removed. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Report source, foreign: event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by siris through siris outlier report 2019 (gts + g7, zimmer biomet) that patient underwent revision due to infection. No additional patient consequences were reported.